Event description:
Device 2 of 2 : reference MFR report: 1627487-2018-06493.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-06493. It was reported (B)(6) the patient's dbs extensions were replaced because the patient had reportedly lost effectiveness of the therapy. The patient's dbs extensions were found to have fractured due to the patient's dystonia symptoms. Postoperatively, the patient was reportedly well and receiving effective therapy from the dbs system.